Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the tibial artery. An attempt was made to use a 6.0x100mm armada 18 balloon, but the balloon was losing pressure when attempting to inflate and only partially inflated. The procedure was successfully completed with a new armada 18 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.